Event description:
On (B)(4) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at 8 pm. The patient manages his diabetes with insulin. Due to the alleged issue, the patient did not know how much insulin to take; however, reportedly administered self his usual dose of insulin (amount not specified). "Immediately" after the start of the alleged issue, the patient claims he felt a symptom of "high blood sugar". Symptoms were not specified. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the correct test strips were being used and there was no indication of misuse. The alleged issue was not resolved with training. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. Given the short time between the onset of the alleged issue and the reported symptoms, it is unlikely the product issue contributed to the reported symptoms. The patient also denied receiving treatment as a result of the alleged issue. However, this complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter failed testing. The meter's crystal x1 was found to be defective.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.